Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys tsh assay result for one patient sample with the cobas e 801 module serial number unknown. The customer reported the tsh results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module and an abbott architect analyzer. The investigation site e801 module serial number was (B)(4). The tsh reagent used at the investigation site on the e801 was lot number 533569 with an expiration date of 30-jun-2022.